Event description:
It was reported that the surgeon inserted an aa4203tl toric silicone plate lens into the pt's eye. The surgeon looked at the lens under the microscope and noticed a defect in the lens optic. The lens was cut into pieces to remove and the incision was enlarged. Sutures were not required. The lens was thrown away.